Manufacturer narrative:
Additional MDR associated with this event: 3025141-2017-00115: plate.

Event description:
Upon inserting the final 3.5mm locking hex screw into the acumed ulna shortening osteotomy plate, the construct collapsed and the ulna fractured coronally. The surgeon commented that the patient seemed to have a "good bone". The plate and screws were removed volarly and then reattached medially on the ulna.